Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis symptoms on (B)(6) 2019 which included nausea, vomiting, diarrhea, fever, and chills. The patient was triaged at the emergency room (ER) but was not admitted. The patient was given unknown antibiotics at the ER. The patient reported to the clinic on (B)(6) 2019 and was started on a course of intraperitoneal vancomycin and gentamicin on the (B)(6) 2019, gentamicin only from (B)(6) 2019, and was prescribed oral ciprofloxacin for ten days starting on (B)(6) 2019. The organism was identified as ancinetobacter baumanniee complex. As of (B)(6) 2019 the patient is recovering and the most recent culture from an unknown date came back negative. Cassette lot number is unknown and the cassette is no longer available. White blood cells are now within an acceptable range. There was no device related incident alleged as the cause of the infection.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event peritonitis, characterized by nausea, vomiting, diarrhea, fever and chills which warranted hospital evaluation and antibiotic therapy. The etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, per the pdrn there is no allegation a liberty select cycler product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler can be disassociated as there is no objective evidence or indication the liberty select cycler caused or contributed to the serious adverse event(s) experienced by the patient. Research has established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.